Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a re-stenosed proximal right coronary artery. An unknown balloon with a small diameter was advanced. Then, a 4.00 x 12mm nc trek balloon dilatation catheter (bdc) was advanced for additional pre-dilatation. The balloon ruptured at an unknown atmosphere during the first inflation. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.